Event description:
Dexcom was made aware on 08/05/2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, dry skin, drainage, and pustules under the sensor patch and an infection at the needle puncture site. The patient had an itching sensation in the area. Prior to sensor insertion the area was cleansed with soap, water, and three alcohol wipes. The patient consulted a physician (unspecified date) who performed an incision and drainage to relieve the infection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).